Event description:
It was reported there was an insulation break on the right ventricular lead, and it was explanted and replaced. No patient complications have been reported as a result of this event.